Event description:
It was reported that on the evening of the day of implant, some oversensing of atrial signals was observed on the right ventricular (rv) channel of the implantable cardioverter defibrillator (ICD) system. The oversensing led to pacing inhibition and three seconds of asystole. The ventricular sensitivity was subsequently reduced which prevented further oversensing episodes. Additionally, a chest x-ray showed the rv lead to be in the same septal position as implant. There was additional slack observed proximal to the superior vena cava which may have pulled the rv coil of the lead closer to the atrium, though lead dislodgement was not specifically reported. The rv lead remains in service.